Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4). Product unavailable for analysis.

Event description:
(B)(4). The patient was enrolled in (B)(6) 2007. A type iii lesion was identified in the left carotid artery. The target vessel reference diameter was 7mm and the length was 30mm with 85% stenosis, measured by nascet. Thrombus, dissection and pseudo-aneurysm were not present. Ulceration and 3+ calcium was present with severely tortuosity target vessel. A carotid wallstent monorail stent with diameter of 9mm and length of 40mm was implanted in the intended site. A non bsc cerebral protection device was used during the procedure. A spasm at the protection system level with minor stroke was reported during the procedure. After medical therapy, event resolved with residual effects. Residual stenosis was estimated at 0-29%. Post procedure, the stent was found to be patent with a residual stenosis of 20%. The procedure was technically successful. The patient was symptomatic with no reported complications < 24hr after the procedure. One, six and twelve month follow up visits were not reported. No additional information was provided.